Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 3.6, lab: 2.8. Date: (B)(6) 2011, inratio: 3.5, lab: 2.6, coaguchek: 3.0. Pt's therapeutic range: 2.5-3.5 inr. Pt had started taking an allergy pill, but discontinued using it 2 days before (B)(6) 2011.